Manufacturer narrative:
. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with water tank scratched up, enclosure had scuff marks and gouges, front cover had a dent where the liquid crystal display (lcd) is, pole clamp had gouges in it, float switch was discolored. Functional testing could not duplicate the complaint. The device tested and operated as intended with audible alarms whenever activated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the enclosure, tank cover, front cover, quick connect, float switch, membrane switch and pole clamp. Performed preventative maintenance (pm) and calibrated. Device passed all functional and delivery tests.

Event description:
Additional information received via email. No adverse patient effects were reported by the customer. The event date remains unknown.

Manufacturer narrative:
Other, other text: b5 and h6. Health effects codes, updated.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device had "audio issues". Patient involvement unknown.